Event description:
A user facility home therapies coordinator reported a peritoneal dialysis (pd) patient experienced a leaking cassette during treatment. The coordinator stated the cycler prompted with balloon valve leak alarms on the liberty cycler during treatment. Upon follow-up, the coordinator stated the patient discovered a fluid leak in the pump module area of the cycler after ending their pd treatment. The patient reported that the cycler had prompted with balloon valve leak alarms during an unknown phase and cycle of treatment and prior to cancelling treatment and finding the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient discontinues the use of their cycler and followed up with the on-call peritoneal dialysis nurse (pdrn) for assistance. The coordinator stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and reverted to manuals to complete treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has since received a new cycler and has continued use of the cycler without further issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility home therapies coordinator reported a peritoneal dialysis (pd) patient experienced a leaking cassette during treatment. The coordinator stated the cycler prompted with balloon valve leak alarms on the liberty cycler during treatment. Upon follow-up, the coordinator stated the patient discovered a fluid leak in the pump module area of the cycler after ending their pd treatment. The patient reported that the cycler had prompted with balloon valve leak alarms during an unknown phase and cycle of treatment and prior to cancelling treatment and finding the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient discontinues the use of their cycler and followed up with the on-call peritoneal dialysis nurse (pdrn) for assistance. The coordinator stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and reverted to manuals to complete treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has since received a new cycler and has continued use of the cycler without further issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.